Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual threshold increase to high out of range (oor) and high impedance. The rv lead was suspected to have a failure. The rv lead was explanted and replaced. During the replacement procedure it was noted that the rv helix was unable to be retracted and there was a white calcium like substance on the helix and it appeared that fixation had occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.